Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device was implanted (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Information was received form a healthcare professional (hcp) via a manufacturer representative (rep) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that on (B)(6) 2017 the patient complained regarding the length of time it was taking to charge the device. As a result an x-ray was taken which confirmed that the battery was flipped over. A hcp note from (B)(6) 2017 noted that the battery was most likely flipped after cleaning the chest pocket. It was also confirmed that the leads were perfectly fine, with the hcp recommending surgery take place to have the battery flipped back since the current position makes charging less efficient. On (B)(6) 2017 the patient had their battery flipped back over. A past medical history of blood clotting disorder was listed which was taken into account when deciding for surgery. No patient symptoms were alleged and no further complications are anticipated.